Event description:
It was reported that the pt was admitted to the hospital and the pt's wife expressed concern that the ventilator was not working. The ventilator would turn on but no turbine flow was found (very week output) with an audible alarm.

Manufacturer narrative:
Na